Event description:
Device 1 of 2; ref MFR report # 1627487-2019-02735.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-02735. It was reported the patient experienced pain at the lead site. Surgical intervention was undertaken and 1 lead was explanted and a replacement lead was implanted at a different vertebral level. The manufacturer has requested information as to which lead was removed, however it has yet to be able to be provided.